Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc), it was observed that the sgc fluid column was lost (air leak), requiring interevention to prevent air leak in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium and one clip was successfully implanted. During retraction of the clip delivery system (cds) into the clip introducer, it was observed that the sgc fluid column was lost and air began to enter the valve. The physician held the valve with a finger to stabilize the valve. Additional aspiration outside the normal procedure steps was performed, and the decision was made to remove the device and replace it. The transseptal access was lost; therefore, a new transseptal was performed. The echocardiographer reported that the additional transseptal puncture had no significant impact on the patient. Two clips were implanted, and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.